Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at approximately 5:00 pm, the patient's cgm displayed glucose readings of approximately 150 mg/dl. The patient did not perform an fsbg test at that time. Later that day, while the cgm continued to display glucose readings of approximately 150 mg/dl, he began experiencing blurred vision, body aches, and symptoms of neuropathy. Due to these symptoms, the patient drove himself to the emergency department (ed). The patient stated that he arrived at the ed at approximately 5:00 pm, although he was unable to recall the exact arrival time because the event occurred last year. Upon arrival, ed staff performed an fsbg test, which reportedly resulted in a blood glucose level of approximately 1,300 mg/dl, while the cgm continued to display readings of approximately 150 mg/dl. The patient reported that he was subsequently diagnosed with diabetic ketoacidosis (dka). According to the patient, he was treated with an IV insulin drip, which was the only treatment he recalled receiving. The insulin infusion was continued until his blood glucose levels returned to an acceptable range. The patient reported that he was discharged on (B)(6) 2026 and has been doing well since that time. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ed, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.